Manufacturer narrative:
Event date: date of event is an approximate.

Event description:
It was reported that the patient experienced unspecified issues with their inflatable penile prosthesis (ipp) due to fluid loss. A procedure to surgically revise the device has been requested. No patient complications were reported. No further information has been reported to date.